Event description:
It was reported that the patient experienced a hematoma. The patient underwent a procedure to evacuate the pocket. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no additional adverse patient effects were reported.